Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they had talked to their representative because they were having issues with the controller. Patient then clarified when the implant battery got to 30%, by an hour and a half later, the implant was completely dead. Agent asked when the issue started and patient said it had been going on for a while, earlier this year. Patient confirmed they had not had any changes to their programming and had not switched to a different group since they last saw their manufacturer representative (rep) over a year ago. The patient was redirected to their healthcare provider to further address the issue. Patient said they would call their rep again. No symptoms were reported.

Manufacturer narrative:
B3 date of event is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.